Event description:
It was reported that the patient was not able to adjust stimulation, and it was discovered that the neurostimulator (ins) was powered off. The patient had no stimulation sensation. Positioning the patient programmer over the ins resulted in a poor communication screen. It was noted that the patient normally charged her ins every week, but it had been longer than a week since she last charged and she could not remember exactly how long it had been. The patient was unable to do telemetry with the programmer with or without the antenna, but the recharger worked. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 39565-65 serial# (B)(4), implanted: (B)(6) 2012, explanted: na; programmer model 37743 serial# (B)(4); recharger model 37752 serial# (B)(4).